Manufacturer narrative:
H10: the service engineer replaced the touchscreen and reported that testing was okay. The system meets the specification for the performed service and is returned to use.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator has a touchscreen that no longer works. It was unknown how the issue was found. No patient or user harm reported. A philips remote service engineer (rse) noted that the touchscreen does not work at all. The rse recommended that the touchscreen be replaced.

Manufacturer narrative:
E1 reporter phone number - (B)(6).